Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot 195238) was confirmed during functional testing. A water emission, leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission, leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 195238.

Event description:
Approximately 36 hours after the icy catheter (lot # 195238) placement, the saline bag was observed to be empty. As a result, therapy was discontinued and the catheter was removed. Clinical staff inspected the catheter, with no evidence of leakage identified. Additionally, the patient's bed, surrounding floor area, and the catheter insertion site were checked and all found to be completely dry. No consequences or impact to the patient.